Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® edta 2k "edta-367846-under fill."

Manufacturer narrative:
Medical device type: corrected to jka. PMA / 510(k)#: corrected to k981013.